Event description:
It was reported that the lesions were located in the mid rca, proximal lcx, and distal lcx. To treat the lcx, another co's guide wire was advanced to the ob (obtuse marginal) and the intermediate guide wire (gw) was advanced to the pd (posterior descending). A microcatheter was advanced on the intermediate gw, but it would not only cross the proximal lcx. Another dilatation catheter was advanced and inflated to 14 atm, but it ruptured. It was then noticed that the intermediate gw was stuck at the lesion. Two different gws and several dilatation catheters were unsuccessful in releasing the stuck gw. It was then noted that the gw had separated. A snare device attempted to retrieve the separated piece, but was unsuccessful. The pci procedure was aborted. The pt condition was stable. Since the pci procedure was unsuccessful, CABG was needed. About 4 hours later, CABG and surgery for removing the remaining piece of guide wire started. Cardiac arrest occurred several times during this surgery due to an unbalance of electrolytes and excessive bleeding, but the CABG and surgery procedure were completed. However, the condition of heart function was not good after this surgery and the pt died because of deterioration of heart function. The physician said that even if the gw did not separate. CABG would have been performed and the outcome would have been the same.